Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was informed that a replacement pump with updated software would be sent, and they would receive training through their tandem source account. The customer acknowledged the receipt of this information and agreed to use an alternate method for insulin delivery, mdi, in the interim. Instructions were provided to return the malfunctioning pump within 10 days, and the replacement pump was dispatched by tandem technical support.